Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not charge the implanted neurostimulator <(>&<)> it went into overdischarge.  The manufacturer representative was initially unable to connect with their tablet during troubleshooting, but then was able to connect. They reset the device and charged the implant enough to turn therapy back on. The event was resolved at time of report.